Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The rv lead was then explanted and a new rv lead was implanted to resolve the event. The cause of the event was alleged to be due to the positioning of the rv lead. The patient is stable.